Event description:
Catheter patency test was performed with acceptable results, rotor test indicated rotor did not move. Pump was explanted and replaced with similar device.

Manufacturer narrative:
12/17/1997: manufacturing site information has been corrected and provided.